Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Analysis of the device was performed, and it was noticed that this was due to noise and oversensing. Since the primary vector did not show that it was being affected by the noise, it was decided to program the device into this vector and continue monitoring the patient. This system remains in service. No further adverse patient effects were reported.